Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd visual and functional examination: the unit was found to require the dc motor adaptor to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that during a stereotactic breast biopsy the samples that were being returned were either diced up or missing. The case was completed with no pt consequence.